Event description:
It was reported that the user attempted a supply change before showering and did not observe insulin drops; upon reattempt, the previously used supplies were found to have leaked into the ilet, after which the user cleaned the ilet and completed a new supply change using a new connector, cartridge, and cartridge dock, observed drops, attached the dock, filled the cannula, and resumed delivery. Symptoms included no reported blood glucose impact. Outcomes included restoration of insulin delivery without further issues reported. Investigation included troubleshooting and user education to restart the loading process, replace leaking supplies, clean the device, verify drop formation, fill the cannula, and resume delivery. Investigation of this case revealed a leaking cartridge load and incomplete cartridge load related to supply leakage into the ilet, which was resolved with replacement supplies and proper loading technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling during the cartridge load leading to leakage and an incomplete load.